Event description:
It was reported that the customer experienced high blood glucose levels (200s). The pump appears to be functioning as expected after system check was performed.

Manufacturer narrative:
No product was returned for evaluation. Should new information become available, a supplemental report will be submitted.